Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient had high cobalt levels, but showed no tissue damage on an MRI scan. It is unknown if the patient has been revised at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There was no product returned; therefore, no physical evaluation could be conducted. There was no specific product part number identified. Device history records (dhrs) could not be reviewed due to lack of product identification, no lot number provided. This device is used for treatment. Different people react to metal particles in different ways. At this time, it is not possible to predict who will experience a reaction, what type of reaction they might have, when the reaction will occur, or how severe the reaction will be. As stated in the follow up email, ¿the elevated cobalt level cannot, with certainty, be assigned a cause.¿ there were multiple follow-up attempts to obtain additional information; however, additional information was declined to be provided. A complaint history search for the part/lot could not be conducted due to the product identification being unknown. With the information provided, a specific cause for the reported condition could not be determined with certainty.